Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Cause of death was requested and not received. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was observed with two short ventricular-ventricular sensed events of greater than 220 ms are observed on the (B)(4) 2011, the noted day of death. There were two episodes on non-sustained tachycardia. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient with an implantable cardiac defibrillator died approximately one year and four months after implant. On the day of death there were very fine fibrillation waves, due to the low amplitude of the waves there was some undersensing which prevented the detection of ventricular tachycardia/ventricular fibrillation. Cause of death will be requested.